Event description:
On (B)(6) 2025 the customer reported one, non-repeatable, erroneously elevated hstni (access high sensitivity troponin I, part number b52699 and lot number was not provided) patient result was generated on the customer's dxi 600 access immunoassay w/spot b (part number a71460, serial number (B)(6). The following results were obtained on one patient sample: the original result for the patient was 2200 pg/ml. Upon repeat analysis on the same instrument, as well as another dxi 600 analyzer, the results were each around 32-33 pg/ml. The customer confirmed no treatments were performed as a result of this event, however did state the patient was advised they had mild endocarditis and was instructed to cease their infertility treatments. Around 8 hours later a corrected report was released and the decision of diagnosis and the change to infertility treatments was revisited. No further information was provided. There were no hardware errors or issues with other assays reported in conjunction with this event. System check was run on (B)(6)2025 and passed within specifications. Overall quality control (qc) material has been passing within the laboratory¿s established ranges. No calibration data was provided. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior to the questioned result. The customer had stated the sample was 'slightly hemolyzed' and that they have had sample integrity issues in the past.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check and quality control were passing within specifications at the time of the event. The customer reported the sample was slightly hemolyzed.the customer conducted a 15-point precision study to assess instrument performance. The resulting %cv (coefficient of variation) of the study was 3.75% which is within the criteria for imprecision as stated in the hstni instructions for use, current version. There was no indication of carryover as the customer did not report obtaining a high troponin sample result prior to the questioned patient results. The customer retested some of the samples which ran between the time of the event and the next passing qc run to confirm accuracy and they found no other discrepancies. The customer was provided documents regarding non-reproducible false positives and sample handling. In conclusion, the primary cause for this event cannot be determined with the provided information. It is likely that pre-analytical sample handling could have contributed to the event, however it cannot be confirmed. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.